Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7380000 vaccess CT lp pport 8f, int tray w/sp experienced having foreign material present in device. Of this event, the device was not used on the patient. The female patient did not have her age or weight provided. The 7380000 vaccess CT lp pport 8f, int tray w/sp was returned to the manufacturer. Upon investigation, the report was unconfirmed because the package had already been opened and it was unknown whether the foreign material could have been a result of clinical or packaging return procedure.